Manufacturer narrative:
Device investigation summary - the returned instrument was examined and the complaint condition was able to be confirmed as the driver was returned missing the distal tip (approximately 4.5mm x 1.9mm). Based on the complaint description a root cause of abuse was identified. The screw inserter, t8, self-retaining, quick coupling ((B)(4)) is one of four t8 screw insertion drivers in both the zero-p and zero-p variable angle (va) systems. The zero-p system notes that a 1.2 nm torque limiting attachment ((B)(4)) must be used for screw insertion, cautioning: if the torque limiting attachment is not used, breakage of the driver may occur, potentially increasing risk to the patient. When inserting screws in the va system, no torque limiting attachment is necessary as the screw head is retained by a blocking mechanism once fully inserted. The returned instrument was examined and the complaint condition was able to be confirmed as the driver was returned missing the distal tip; the fragment (approximately 4.5mm x 1.9mm) was not returned. As the surgeon was attempting to find the applied torque limit of the implant at the time of instrument failure, a root cause of abuse was identified. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mrr's, ncr's or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. Corrected data: there was no patient involvement as the surgeon was working on a cadaver. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016. It was reported the testing was being performed on a new implant under product development using the zero-p va screwdriver.

Manufacturer narrative:
Additional narrative: event occurred during a cadaver lab; no patient information will be reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: 23september2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cadaver lab the tip of the zero-p variable angle (va) screwdriver broke while inserting a screw. The surgeon was seeing how much torque he could apply to the implant. The fragment was easily retrieved. This is report 1 of 1 for (B)(4).